Event description:
On (B)(6) 2010, pt reported he was currently in the back of an ambulance. Pt stated that he "got too much insulin." Pt had to end the call. Pt reported his readings were "around 40." On call back from pt on (B)(6) 2010, he stated his blood glucose keeps dropping. Pt reported he was unable to recall a lot of info due to a brain injury. Pt stated this has been an ongoing issue for him with his blood glucose dropping at least once a day. Pt reported this began about 2 yrs ago when he had a brain injury. Pt stated normally his blood glucose drops after he delivers a bolus. Pt reported he is calculating the bolus in his head and does not know if he is counting carbs correctly or calculating accurately. Pt stated concerning the original event "I took too much insulin that morning." Pt reported he has been working with his doctor and making adjustments with basal rates and correction amounts, but is still having issues. Pt stated his correction dose was just changed on (B)(6) 2010. Pt reported his blood glucose readings are around 27 mg/dl when it drops and someone will help him get his blood glucose back up by giving him juice or glucose tablets. Pt's target blood glucose is 125 mg/dl. Pt stated he can't remember but thinks he had a reading around 250 mg/dl today. Pt reported he took a correction bolus of 6 units of insulin at 12:26 pm and another 5 units of insulin at 1:48 pm because his blood glucose was 259 mg/dl. Pt stated his blood glucose dropped to 55 mg/dl around 4 pm. Pt reported he reuses his insulin cartridges; advised this is not recommended. Pt stated he has a follow up appointment in (B)(6) with his doctor. Advised pt to continue to work with his doctor to make adjustments. Submitted request for additional training. Pt's blood glucose is currently back to normal. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.